Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted (B)(6) 2008.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead during a high rate episode for oversensing with sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.